Event description:
It was reported that during implant of the lead, capture and sensing values could not be obtained; high impedance was also noted. The lead was not implanted. A new lead was successfully implanted.

Manufacturer narrative:
.